Manufacturer narrative:
This product was reported in error. There was no damage on the reported product. This report, 1818910-2016-17363, will be rejected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Hospital manager complains of a discoloration on some of the acetabular reamer heads. The issue seems to be more prevalent where the reamers are laser etched however there are some of the reamers that have a generalized spotty discoloration.